Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the reported device error message indicating ¿replace upstream transducer¿ could not be identified during the customer call. Tech support advised that device warranty ended on (B)(6) 2025. If want to send in repair for ail, will charge for level 1 tier. Assisted with pricing for level 1 and level 2. Biomed acknowledged. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had received error message replace upstream transducer. There was no patient involvement.